Manufacturer narrative:
Omit : concomitant med prod data. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that following an infusion of tylenol running at a rate of 6.05ml/hr (volume to be infused 1.3173ml, volume in the syringe 1.6515ml) the nursing staff reported to biomed "that the installed syringe had some remaining product left inside when the infusion was programmed to deliver the entire contents" .biomed was unable to duplicate the issue and module passed all tests. The biomed did note error code is 353.7200 during testing. There was patient involvement however no patient harm was reported.

Event description:
It was reported that following an infusion of tylenol running at a rate of 6.05ml/hr (volume to be infused 1.3173ml, volume in the syringe 1.6515ml) the nursing staff reported to biomed "that the installed syringe had some remaining product left inside when the infusion was programmed to deliver the entire contents" .biomed was unable to duplicate the issue and module passed all tests. The biomed did note error code is 353.7200 during testing. There was patient involvement however no patient harm was reported.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that following an infusion of tylenol running at a rate of 6.05ml/hr (volume to be infused 1.3173ml, volume in the syringe 1.6515ml) the nursing staff reported to biomed "that the installed syringe had some remaining product left inside when the infusion was programmed to deliver the entire contents" .biomed was unable to duplicate the issue and module passed all tests. The biomed did note error code is 353.7200 during testing. There was patient involvement however no patient harm was reported.

Manufacturer narrative:
Correction: unique device identifier (UDI)# added pi to the unique device identifier (UDI)# field. Annex a : a040502, a0404, a1407 annex g : g0201204, g03012, g04055, g04105 annex c : c17 annex d : d07 additional information: manufacturer narrative annex a : a040601 investigation summary: the complaint of syringe module under infusion was confirmed through log review as a user programming issue. ¿ review of the syringe module event log showed, although it was reported the entire contents of the syringe were expected to be delivered, on 05 february 2023 the syringe module was programmed to infuse of a bd3 syringe of an unknown medication (reported as tylenol) with an available volume of 1.6515 ml and the vtbi was programmed as 1.3173 ml. O this would leave approximately 0.3342 ml in the syringe at the end of infusion. ¿ review of the logs could not determine the volume in the syringe at the end of infusion. O if the configuration includes kvo enabled, the system will calculate a percentage of the available volume to be reserved for kvo. ¿ review of the syringe module error log showed no errors were recorded on the reported event date. O the reported 353.7200 error was identified as log only and was last recorded on 11 january 2023. ¿ use of unapproved syringes can cause improper instrument operation, inaccurate fluid delivery or pressure sensing, or other potential hazards. ¿ selection of an incorrect syringe may result in inaccurate volume calculations. ¿ testing of the syringe module showed the device was delivering fluids within specification. ¿ external and internal inspection of the syringe module showed incidental findings only with no relation to the reported complaint. ¿ the system was being used for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the complaint of syringe module under infusion was identified as user programming. Although it was reported the entire contents of the syringe were expected to be delivered, the actual programming showed the vtbi was less than the entire available volume in the syringe. Note that imdrf annex 1801, a040601, a040507, a090202, a040506, a020601,g04037, g04061, g02017, g0204002, g05005,c07, c0601, c0201,d15, d02, d07 codes not associated with the root cause but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.